Event description:
During a left atrial ablation procedure using a therapy cool path duo ablation catheter, the irrigation port partially detached. The therapy cool path duo ablation catheter was inserted into the pt. Leakage was noted from the irrigation port and the catheter was removed from the pt. Inspection of the device revealed the irrigation port was partially detached from the handle of the catheter. The catheter was exchanged and the procedure was completed successfully with no adverse consequences to the pt.